Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter adapter. The customer reports a peritoneal dialysis transfer set disconnected from the catheter adapter during a home dialysis. The pt reconnected the two lines and continued treatment. Pt later developed peritonitis requiring treatment. The plastic beta cap was reported to be a quinton/kendall adapter.